Manufacturer narrative:
Final analysis found that a complete lead was returned in one piece measuring 86.4cm. Analysis of the lead noted the coil was damaged at 85.0cm from the connector pin near the distal tip. The outer insulation was punctured at this location. The damages found are consistent with procedural damage. The reported event of ¿when the physician inserting guide wire into lead, it puncture the lead¿ was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the guidewire punctured and went through the left ventricular lead during insertion. The lead was removed and replaced. The patient¿s condition was stable.